Event description:
It was reported that an occlusion alarm occurred. During troubleshooting cartridge damage was identified. The cartridge was damaged at the canister, interrupting insulin delivery. The customer experienced an elevated blood glucose (bg) level was "high"; although specific value was not provided. The customer changed supplies and gave a correction bolus via the pump to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.